Event description:
The manufacturer received information related to a rep dreamstation auto CPAP. The patient alleges waking up sick, gagging, vomiting, and headaches. The patient met with a pulmonary doctor about symptoms but did not give diagnosis or treatment. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.